Event description:
On (B)(6) 2011, patient reported being hospitalized while using the infusion set. Patient and his wife stated he inserted the infusion set on (B)(6) 2011 and noticed no issue with insertion of the infusion set. Patient manually inserted the infusion set. Patient reported he went to the restroom several times during the night and woke up and did not take his blood glucose reading. Patient stated he ate breakfast and took a 5.0 unit bolus of insulin. Patient reported he began to feel sick, disoriented and could not concentrate. Patient stated he did not have access to his meter and his wife thought he was facing a low reading so she gave him ice cream and a soda. Patient reported when got back to his room, he tested his blood glucose with a reading of 400 mg/dl and took an 11.0 unit bolus of insulin. Patient stated an hour later, his blood glucose reading was 696 mg/dl and took a 20.0 unit bolus of insulin. Patient reported he then went to the hospital and his blood glucose reading was 720 mg/dl when he was admitted. Patient stated this was at 8:30 pm on (B)(6) 2011. Patient's wife stated the nurse asked her to remove the patient's infusion headset and the headset was at a 20 degree angle. Patient reported he was put on a drip and given insulin by injection. Patient's target blood glucose reading is 70-140 mg/dl. Advised patient to discontinue using the infusion set and go on injection therapy. Patient stated he only used one of the infusion sets. Patient reported he did not notice any leaking at the infusion site. Patient stated the infusion device did not give any alerts or errors. Patient reported there could have been a mismatch of insulin for food intake. Product was replaced and requested return of the suspect product for evaluation.